Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon for defect closure during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip closed and deployed on mucosa, but it would not release from the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip unable to release from catheter.